Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated there was no impact to the patient outcome. The trackers were not be returned as the account wanted to keep them. The manufacturer representative tested the trackers at the account and returned them to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that with one set of trackers, the navigation was off and accuracy could not be maintained immediately after the imaging spins. The vertek arm attachments and small passive frame attachments were checked and it was made sure that nothing was pushing up against the frame. After re-spinning, tracking was still inaccurate. The trackers were swapped out after the 3rd spin, and everything was accurate. The auto-registration method was used. The amount of inaccuracy was estimated to be 5mm lateral to midline and 7mm anterior to the actual starting point. There was a less than one hour delay to the procedure, and the impact to patient outcome was unknown at the time of the event.